Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. Confirmed flow accuracy, the product support engineer advised customer to try new flow sensor and provided part number.

Event description:
The customer reported that the o2 flow is out of range, when set to zero flow is 1.8, out of specification. There was no patient involvement.